Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states: "potential complications associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, hypotension, allergic reaction to medication, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare [asdb]. Post procedure, the patient went to the emergency room (ER) with a perforation. There was no reported difficulty [with the asdb] at the time of the procedure. Per the doctor's charting, there was one polyp 140 cm from anorectal verge and one polyp 160 cm from the anorectal verge. One of the polyps was 10 mm and one was 6 mm. The following was received 28-jan-2019, per the customer: the patient was initially transferred to the recovery area, and then subsequently via ambulance to the a different facility emergency room. A section of the device did not remain inside the patient¿s body. The patient was transferred to the emergency room due to a perforation after a procedure where the acusnare polypectomy snare was used. It is unknown if the device caused or contributed to the perforation.